Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on (B)(6) 2012. During the procedure, the taper trial stuck into the mini baseplate and pulled out the baseplate after trialing. As a result, the surgeon had to intervene by switching from a reverse shoulder to a biomodular procedure.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification. The likely cause of the removal of these components as described is lack of sound bone fixation.